Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate was leaking. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: march 15, 2016 ¿ march 16, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a pool of liquid inside the housing. The reported condition was verified. The cause of the leak was determined to be missing film-wrap. The cause of the missing film-wrap could not be determined. Should additional relevant information become available, a supplemental report will be submitted.